Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured. Full lead returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Review of the manufacturer's database indicated the patient had died. It had been reported by the patient's daughter that the patient had called her with complaints of shortness of breath. The patient was unresponsive by the time the daughter arrived at his home 10 minutes later. She did CPR, and "he began breathing on his own. But passed very shortly after." It was also reported by the daughter that the cause of death was congestive heart failure. Follow up with the clinic reported the last device check was remote in 2009, and everything was fine. The hcp stated the probable cause of death was known non-ischemic cardiomyopathy. There is no allegation from the hcp that the death was device related.